Manufacturer narrative:
The lot number for the device has been provided. A review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation is currently underway.

Event description:
It was reported that some time after implantation of a vena cava filter, ivc perforation and filter tilt were discovered. Filter remains implanted. There was no reported patient injury.

Manufacturer narrative:
Medical records were provided and reviewed. The investigation is currently underway. Medical records review: on (B)(6) 2008 ultrasound of the legs demonstrated dvt thrombus in the right lower leg. The next day the patient was admitted to (B)(6) regional medical center for leg pain. On (B)(6) 2008 a bard g2 jugular filter was deployed successfully inferior to the renal takeoffs. The filter was deployed for protection of dvt. The filter was deployed at (B)(6) medical center. On (B)(6) 2011 a filter retrieval attempt was made unsuccessfully. The patient had requested the filter to be removed because she was concerned of a detached filter limb. Jugular access was gained, a vena cava gram demonstrated the filter was tilted with the right side the legs a superior position. Filter legs horizontal to the ivc. No thrombus was demonstrated in the ivc. No attempt was made to retrieve the filter as the procedure was terminated. The physician reported that due to the position the filter precludes safe filter removal. The physicians report did not indicate a detached filter limb was identified. Based on the medical records provided no other attempts were made to retrieve the filter. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Although, based on medical records recieved there was no reported filter migration or filter perforation of the ivc wall.

Manufacturer narrative:
Images were provided and review completed. The images also confirm filter tilt. The investigation is inconclusive for perforation of the ivc and filter migration as the medical records did not allege either of these failures and they could not be confirmed from the images provided. Based on the available information, it is unknown how the filter became tilted. A further clinical review of the event details has been completed and identified a change in the MDR reportability. This event is reportable as a malfunction MDR, this event is reportable as a malfunction MDR, while failure to remove the filter from the ivc and allegedly tilt and perforation were reported, there was no patient injury or adverse patient outcome identified. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
A further review of this event was performed and identified a change in the MDR reportability pursuant to 21 cfr part 803. The lot number for the device has been provided. A manufacturing review was performed. The lot met all release criteria. The device was not returned. Images were not provided. The complaint investigation is inconclusive for the alleged filter tilt, migration of the device, perforation of the ivc, and an unsuccessful retrieval attempt. Based on the available information, the definitive root cause is unknown. Describe event or problem: (new information); implant date: (new information); (B)(4) (new information). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
New information: it was reported that approximately three years post vena cava filter deployment, an attempt to retrieve the filter was unsuccessful. Allegedly, the tilted filter migrated and perforated the vena cava wall. No other information was provided about this event. The patient status at this time is unknown.

Manufacturer narrative:
The device history records have been reviewed with special attention to the (B)(4), subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number failure mode. The sample was not returned images were not provided. The complaint investigation is inconclusive for the reported event. Based upon the available information the definitive root cause for this event is unknown. See scanned page.

Manufacturer narrative:
No hospital/medical records or medical images have been made available to the MFR. The device has not been returned to the MFR for eval. The device has not been returned to the MFR for eval. The investigation of the reported event is currently underway.

Event description:
An attempt to retrieve the filter was unsuccessful, the filter remains implanted. The patient status at this time is unknown.